Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The gas blender was requested by livanova for investigation. The issue reported by the customer could be reproduced. The control voltage and the return signal of the air mass flow controller were measured. It was detected that the return voltage was out of specifications. A defective air mass flow controller has been identified to be the root cause of the reported malfunction.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the complete the device to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during procedure. There was no report of patient injury.